Event description:
Following a replacement surgery, it was stated that the pt's stimulation was "very poor and did not match pre-operating results." It was stated the replacement surgery was uneventful, and reprogramming was attempted. The pt was able to achieve effective stimulation through multiple reprogrammings, but the parameters were higher that with the previous device. Impedance measurements were normal. The pt's health care provider opted to replace the lead, despite the normal impedance readings. The result was "perfect" stimulation. The replaced lead was discarded. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).